Manufacturer narrative:
This ipg serial number was including in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced a fall approx two months ago. Since the incident, he has been experiencing shocking sensations at the ipg site and communication issues when using a charger / programmer. It is unk if the shocking sensation occurs with / without stimulation. It was reported the pt suddenly lost stimulation one day. The sjm rep confirmed loss of communication using multiple external devices. The pt will consult with the physician regarding the issues.